Manufacturer narrative:
The insulin pump was received without a belt clip. The drive support disk was inspected and no loose/slanted drive support cap anomaly was noted; however, the end cap was cracked. The following physical damage was also noted: a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
Customer reported via phone call that the drive support cap on his insulin pump was uneven. His blood glucose at the time of incident was 194 mg/dl. The customer stated that his pump fell off of him and hit the floor of the barn; the drive support cap is still recessed, but one side of the cap is deeper than the other. Troubleshooting was initiated for a bumped, dropped, or cosmetically damaged pump. The customer was advised to discontinue use of the pump and follow his medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.